Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 146 mg/dl. The customer stated that the drive support cap is sticking out. The customer reported that she scratched casing of the device when she fell off the bike. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.